Manufacturer narrative:
Follow-up #1: date of submission 10/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2014 with the following findings: the pump was able to power on with the returned battery cap. The battery cap secured tightly to the pump. There was moisture and contamination found on underside of battery cap contact. There was no damage found to the battery compartment. There was multiple unexplained power on reset (por) events observed in black box on 07/28/2014. The pump was exercised for 24 hours; there were no power issues, reboots or call service alarms that occurred during testing. There was no evidence of a blank or frozen display screen. Sleep current draws were found not to be within specifications due to internal moisture and contamination. The pump case was removed and there was evidence of additional internal moisture and contamination inside pump.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated when the battery was inserted into the pump, the display remained blank. It was also noted that when a new battery was inserted into the pump, the reporter stated that there was a screen but that it froze. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.